Manufacturer narrative:
The lead remains implanted and the physician will continue to monitor the lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received that the patient underwent a surgical revision procedure where this lead was surgically abaondoned in the patient. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned in the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular lead displayed intermittent loss of capture and high threshold measurements due to microdislodgement. The device output was increased to obtain capture. The patient had a slow junctional rhythm and no adverse patient effects were reported.